Event description:
It was reported that flow was not adequate before use. No patient complications were reported. Follow up with sales representative indicated that the clinician said that a nursing staff performed a flushing test and felt some resistance.

Manufacturer narrative:
The device was returned and evaluated. Customer report was not confirmed. However, the catheter body was found to have a slight kink 91cm proximal of the tip. All through lumens were patent. The distal lumen passed a 0.021" guidewire without any obstructions. Leakage was observed from a slit in the catheter body at the distal end of the thermal filament (middle form) area. The slit was 0.025" long and enters the inflation lumen. Slit condition related to balloon inflation. CAPA was closed. Corrective and preventive actions were implemented in two different ways, extrusion and middle forming. Extrusion improvements include increasing extrusion sample size for wall thickness and outside diameter, implement mold management at extrusion area, develop extrusion fmea, and establish process control at extrusion area. Middle forming improvements include developing middle forming fmes, determine optimum middle forming parameters, implement process control at middle forming operations, determine best middle forming tube orientation to reduce party line, implement an inspection system for middle forming dies and mandrels, implement middle forming mandrel positions and implement a first article inspection for middle forming middle forming dies at incoming inspections area.